Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an open wound where one of the ECG electrodes sit from the electrode digging into the patient's skin. The patient's nurse treated the wound with an ointment and a bandage. Follow-up indicated that the patient's wound was completed healed.